Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the surgeon determined that the catheter was not ideally placed for the ablation; it was reported that the catheter was not centrally located within the lesion so proceeding with it in that position would not have ablated all of it. It was estimated that it was 3-5 millimeters off. They went back to the operating room (or) to do another placement and used another fiber kit. The procedure was completed and there was no reported impact to patient outcome. It was unknown if there was any delay in the case due to the catheter placement issue. It was reported that it was unclear what was the cause or contributing factors related to the catheter not being ideally placed for ablation. It was noted that the surgeon thought the bolt may have been over tightened so it was angled slightly out of alignment with the trajectory. No deflection or movement of the bolt when the alignment rod was removed was observed nor did it appear to have been difficult to remove the alignment rod from the bolt. The trajectory of the catheter itself was straight, so it did not deflect off a structure after entering the brain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the surgeon opted to go back to the operating room (or) to try a different directory at 11:50. The magnetic resonance imaging (mr) scans for the second catheter placement started at 15:07 and the ablation started at 16:08.

Manufacturer narrative:
Additional information: medtronic received additional information that the catheter was placed using a frame. It was reported that the planning software was the navigation system frame software. 1723170-2020-00153 was filed to capture the navigation system. If any further information becomes available, it will be submitted under 1723170-2020-00153. If information is provided in the future, a supplemental report will be issued.